Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through the history log, but did not reproduce the system error 105. Evaluation found a dislodged connection on the input/output printed circuit board that caused the system error 105. The input/output printed circuit board was replaced.